Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was clarified that the patient's lead was not explanted, it was repositioned.

Manufacturer narrative:
Year is valid, but exact month and day of the event is not known. Concomitant medical products: product ID: neu_unknown_lead, serial/lot #: unknown,implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead on the patient's head was exposed in 2018. The patient returned to the hospital for examination and had a surgery to adjust the lead. Their condition recovered well after the surgery.